Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) was opened and inserted in eye, then removed. Reportedly per surgeon, the backup lens was opened, loaded more carefully into injector and was almost perpendicular to the plane of the lens. In addition the lagging haptic had sloughed off along with a piece of the lens as it came out of the injector. After inspecting this carefully, decision was made to remove this lens. There was no patient injury. Emerald cartridge was used. Lens is available for return, cartridge was disposed in medical waste. Additional information stated that lens was injected into the anterior chamber through an enlarged primary incision. Lens from another manufacturer was used as back up lens to complete the surgery in the patients right eye. It was unknown how is patient doing after surgery and whether there was use error. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes; section d9: returned to manufacturer on: 10/10/2023; section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut but not into separate pieces. The lens was cleaned and, a divot in the lens could be observed. A chip on the edge of the lens could also be observed. One haptic was detached and the other haptic was damaged. Conclusion: the complaint issues haptic detached and lens damaged were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.